Event description:
It was reported that a merlin.net transmission showed post-paced t-wave oversensing on the ventricular channel. Oversensing due to lead noise was also noted. The dependent patient reported presyncope. Programming changes were recommended but were not made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.